Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump randomly shut off during a bolus attempt three or four days ago. The customer was able to restore her insulin pump's functionality; however, the device shut off again recently. The patient's blood glucose at the time of incident was 221 mg/dl. During troubleshooting a crack at the top of the battery compartment was noted. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected shut down or reset noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads. The insulin pump was returned without the battery cap unable to confirm the damage.